Manufacturer narrative:
Additional information/corrected data recvd (B)(6) 2012: the surgeon advises this revision was due to patient issues and it was not device related; therefore, this report was not required.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for (B)(4), lot no: 08229773. The device history record and package insert were reviewed. The product was not returned. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for (B)(4), lot no: 08229773. The device history record and package insert were reviewed. The product was not returned. Corrected: product was not returned. (B)(4) - evidence that product in specification when used, undetermined.

Event description:
Allegedly revised due to looseness and dislocation.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500 has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00174, 00175, 00176.